Manufacturer narrative:
The product information was not provided. The manufacture date could not be determined and lancets are not 510(k) cleared. The patient was the initial reporter, so personal information was not entered.

Event description:
The customer stated the lancet had been left in her husband's microlet 2 so long it looked rusted and was stuck in the device. She and her husband use the same device, and when she punctured herself, she alleged a fragment of the lancet got stuck on her fingertip. She went to the doctor but did not receive treatment. The doctor advised her it would heal by itself. It was not indicated if the lancet was last used by her, or her husband, so there may have been the possibility of contamination from using the used lancet. The device was replaced.